Manufacturer narrative:
A partial lead measuring 8.4 cm was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received noted that a healthcare professional does not allege that the products or procedures caused or contributed to the patient's death.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was congestive heart failure. Related manufacturer reference number: 2017865-2019-14336. Related manufacturer reference number: 2017865-2019-14337. Related manufacturer reference number: 2017865-2019-14339.